Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) reported charging implant has been slowing down since the beginning of the year; initially achieved excellent connection, now pt can only get good connection. Pt stated charging from empty to full normally takes 45 minutes to an hour with excellent connection, but now with only good connection, charge reaches 40% after 1.5 hours. Agent had the pt to reset the wireless recharger and closed all apps. Agent reviewed recharging best practices to the patient. Patient confirmed their charging speed is at 4. Agent reviewed the use of charging belt; pt does not use a belt since implant is in buttocks; keeps wireless recharger in underwear and pants, holding wireless recharger tightly. Agent attempted to started recharging session; implant battery level at 80%. Pt reported charging to 100% last night. Pt stated they charge the implant every other night, but now charges daily due to not achieving excellent connection. Pt confirmed connection reaches excellent, then drops back to good; recharger does not maintain excellent connection for long. Pt confirmed no recent fall or trauma but reported slight weight loss. The issue was not resolved. A gent redirected pt to healthcare provider (hcp) and manufacturing representative (rep) for further assistance.